Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the motor device was loud. There were no delays to the planned surgical procedure as a spare identical device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device made a loud unusual noise and overheated after two minutes of use. It was also observed that the driveshaft was broken which caused the loud unusual noise and overheating. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to use of excessive force during use which is also classified as misuse, abuse and / or use error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.